Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed downstream occlusion. A review of event history log revealed numerous downstream occlusion alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor has been found to be out of specification. Both force sensor no-tube and force sensor scale factor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion error during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.